Event description:
It was stated that the customer was hospitalized for low blood glucose. The customer was also unconscious when admitted. No blood glucose reading was reported. The nurse was assisted in clearing any alarms and stopping the insulin pump from delivering insulin. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.